Manufacturer narrative:
The reported events of failure to capture, high pacing impedance and r-wave amplitude variation were not confirmed. As received, a complete lead was returned in one piece for analysis. Electrical testing did not reveal any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not reveal any anomalies.

Event description:
During an implant procedure, r wave amplitude variation, high pacing impedance, and intermittent loss of capture were observed on the right ventricular (rv) lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.